Manufacturer narrative:
Additional information received on (B)(6) 2021 indicated the report of an alleged delivery issue for serial number (sn) (B)(6) was made in error. MFR (B)(4). Shall be recognized as sent in error. No additional information is available.

Manufacturer narrative:
The device has not been received for further evaluation. As additional information is received, a supplemental report will be submitted.

Event description:
It was reported that the pca delivery accuracy test failed. The event was reported to have occurred during preventive maintenance. There was no patient involvement and no harm. No additional information is available at this time.